Event description:
A device reported from (B)(6) indicates a clinic in (B)(6) reported: pt status post ti lcp distal femur plate implantation on an unk date was discovered to have a broken plate. All screws were intact and medical/surgical intervention was needed. Date of removal is unk.

Manufacturer narrative:
Product service. The mfg records were reviewed and no complaint related issues were found. The analysis could not be completed, no conclusion could be drawn, as no product was returned.